Manufacturer narrative:
There are no allegations of system or component failure and no apparent surgical complications. It appears that the original implant location was too superficial and too close to the patient's scapula, thus causing discomfort. Moving the ipg to a different location appears to have resolved the discomfort issues for this patient.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. After being implanted the patient reported discomfort at the implantable pulse generator (ipg) site. Surgical revision was performed on (B)(6) 2023 to move the ipg to an area with more tissue to support the implant.